Event description:
The healthcare facility reported, difficulty connecting/disconnecting tubing to connectors in the operating room/acute surgical unit (or/asu), which resulted in the patient de-saturating due to improper connection(s). No information was provided concerning if any medical intervention was required; the patient condition was reported to be stable.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6 the actual complaint product was not returned for evaluation; the actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. Without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot 0004331350 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-13131 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report is not available for evaluation; however, analysis of photographic evidence provided by the reporter is in progress. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
The healthcare facility reported, difficulty connecting/disconnecting tubing to connectors in the operating room/acute surgical unit (or/asu), which resulted in the patient de-saturating due to improper connection(s). No information was provided concerning if any medical intervention was required; the patient condition was reported to be stable.